Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) was over 400 mg/dl when attempting to apply this pod. The cannula was already sticking out when they removed the needle guard cap. This pod was not worn. Mother stated that once a new pod was put on and a bolus was given, the bg came down within 2 hours.

Manufacturer narrative:
The device was found to have run 46 total pulses, but the needle mechanism was in the deployed orientation. The device was found to have deployed early due to the ratchet gear being misaligned.